Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in a procedure performed on (B)(6) 2023. During the procedure, the device was difficult to energize, and it could indicate poor contact. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h10: investigation results a rotatable snare was received for analysis. Visual inspection of the returned device revealed no problems had been noted. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of device failure to deliver energy was unable to be confirmed since the device passed electrical testing upon return. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in a procedure performed on (B)(6) 2023. During the procedure, the device was difficult to energize, and it could indicate poor contact. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.